Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic with right coronary cusp (rcc) to non-coronary cusp (ncc) fusion, a pre-implant balloon aortic valvuloplasty (bav) was attempted using a non-medtronic (sapien) balloon; however, the balloon was unable to advance through the raphe and was subsequently withdrawn. The pre-implant bav was performed using a 17 millimeter (mm) non-medtronic (trivial) balloon which which was successful. A second pre-implant bav was performed using a 23 mm non-medtronic (sapien) balloon. Upon the first deployment attempt to the point of no recapture (ponr), a "rumbling" sound for slow deployment was observed; however, the valve dislodged ventricular. Subsequently, the valve was recaptured. The deployment of the valve was attempted 3 more times. Upon deployment to the ponr of each deployment attempt, the valve dislodged and was recaptured following each deployment attempt for a total of 4 recaptures. Upon the fifth deployment attempt, the implant position was deep at approximately 13 mm; however, no "rumbling" sound was heard and the timing for slow deployment was unsuccessful. Subseque ntly, the outflow crown and one outflow paddle was suddenly released. The "sealing zone" was lost and moderate paravalvular leak (pvl) was observed. Additionally, interference between the mitral valve and lower edge of the transcatheter valve was observed due to the deep implant depth. Subsequently, the valve was fully deployed and the delivery catheter system (dcs) was withdrawn from the patient. Snares were used to pull the valve into the ascending aorta; however, strong resistance was observed and the valve dislodged up. The valve was fixated onto the proximal aortic arch while a second transcatheter valve was implanted in the annulus. The snares were released from the initial valve and the moderate pvl remained. One day following the implant procedure, a computed tomography (CT) scan was performed that revealed the first valve had migrated proximally and was caught above the second valve. Subsequently, a thoracotomy was performed and the first valve was explanted. During this procedure, damage to the ascending aorta was observed, and an ascending aortic replacement surgery was performed with the surgical aortic valve replacement. At this point, it was reported that the right coronary artery was blocked. The patient was transferred to the intensive care unit (ICU) percutaneous cardiopulmonary support (pcps) and an intra-aortic balloon pump (iabp). Five days following the implant procedure of the transcatheter valves, the pcps and iabp were removed. One week following the implant procedure, the patient remained intubated and was not awake. A computed tomography (CT) scan was performed at that time; however, the results were unknown. Additional information was received that a medtronic (confida) guidewire was used for the procedure. During the first-fourth expansions, the rumble sound was normal. However, when dislodgement from the annulus region occurred, the valve was recaptured before the rumble sound was heard. The slider mechanism was not used during the procedure. The patient's bicuspid valve was reported to contribute to the dislodgement. The implant depth of the first valve was not intended. The physician attributed the damage of the ascending aorta to the first valve as one thought of the cause was the first valve being grasped with a snare and pulled to the arch. Per the physician, the damage was not caused by the second valve or either dcs. The enlargement of the patient's ascending aorta was a contributing factor to the damage as the first valve could not be fixed. The moderate pvl was observed with the second valve, which was also explanted. It was reported that consciousness has not yet returned, but movements of the patient's hands and feet and partial eyelid opening have been observed. Circulatory dynamics and respiration have remained stable. As a result of CT imaging, cerebral infarction and partial cerebral hemorrhage have been confirmed. No additional treatment has been performed. One day following the transcatheter aortic valve implantation (tavi) procedure, return to the ward and conversation were possible, but a dazed state was noted; therefore, the possibility of cerebral infarction caused by tavi cannot be ruled out. Observation for progress will continue. Additional information was received that severe pvl was observed with the first valve. Per the physician, the guidewire did not cause or contribute to the adverse events.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (0012721951); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic with right coronary cusp (rcc) to non-coronary cusp (ncc) fusion, a pre-implant balloon aortic valvuloplasty (bav) was attempted using a non-medtronic balloon; however, the balloon was unable to advance through the raphe and was subsequently withdrawn. The pre-implant bav was performed using a 17 millimeter (mm) non-medtronic balloon which which was successful. A second pre-implant bav was performed using a 23 mm non-medtronic balloon. Upon the first deployment attempt to the point of no recapture (ponr), a "rumbling" sound for slow deployment was observed; however, the valve dislodged ventricular. Subsequently, the valve was recaptured. The deployment of the valve was attempted 3 more times. Upon deployment to the ponr of each deployment attempt, the valve dislodged and was recaptured following each deployment attempt for a total of 4 recaptures. Upon the fifth deployment attempt, the implant position was deep at approximately 13 mm; however, no "rumbling" sound was heard and the timing for slow deployment was unsuccessful. Subsequently, the outflow crown and one outflow paddle was suddenly released. The "sealing zone" was lost and moderate paravalvular leak (pvl) was observed. Additionally, interference between the mitral valve and lower edge of the transcatheter valve was observed due to the deep implant depth. Subs equently, the valve was fully deployed and the delivery catheter system (dcs) was withdrawn from the patient. Snares were used to pull the valve into the ascending aorta; however, strong resistance was observed and the valve dislodged up. The valve was fixated onto the proximal aortic arch while a second transcatheter valve was implanted in the annulus. The snares were released from the initial valve and the moderate pvl remained. One day following the implant procedure, a computed tomography (CT) scan was performed that revealed the first valve had migrated proximally and was caught above the second valve. Subsequently, a thoracotomy was performed and the first valve was explanted. During this procedure, damage to the ascending aorta was observed, and an ascending aortic replacement surgery was performed with the surgical aortic valve replacement. At this point, it was reported that the right coronary artery was blocked. The patient was transferred to the intensive care unit (ICU) percutaneous cardiopulmonary support (pcps) and an intra-aortic balloon pump (iabp). Five days following the implant procedure of the transcatheter valves, the pcps and iabp were removed. One week following the implant procedure, the patient remained intubated and was not awake. A computed tomography (CT) scan was perform ed at that time; however, the results were unknown.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic with right coronary cusp (rcc) to non-coronary cusp (ncc) fusion, a pre-implant balloon aortic valvuloplasty (bav) was attempted using a non-medtronic (sapien) balloon; however, the balloon was unable to advance through the raphe and was subsequently withdrawn. The pre-implant bav was performed using a 17 millimeter (mm) non-medtronic (trivial) balloon which was successful. A second pre-implant bav was performed using a 23 mm non-medtronic (sapien) balloon. Upon the first deployment attempt to the point of no recapture (ponr), a "rumbling" sound for slow deployment was observed; however, the valve dislodged ventricular. Subsequently, the valve was recaptured. The deployment of the valve was attempted 3 more times. Upon deployment to the ponr of each deployment attempt, the valve dislodged and was recaptured following each deployment attempt for a total of 4 recaptures. Upon the fifth deployment attempt, the implant position was deep at approximately 13 mm; however, no "rumbling" sound was heard and the timing for slow deployment was unsuccessful. Subseque ntly, the outflow crown and one outflow paddle was suddenly released. The "sealing zone" was lost and moderate paravalvular leak (pvl) was observed. Additionally, interference between the mitral valve and lower edge of the transcatheter valve was observed due to the deep implant depth. Subsequently, the valve was fully deployed and the delivery catheter system (dcs) was withdrawn from the patient. Snares were used to pull the valve into the ascending aorta; however, strong resistance was observed and the valve dislodged up. The valve was fixated onto the proximal aortic arch while a second transcatheter valve was implanted in the annulus. The snares were released from the initial valve and the moderate pvl remained. One day following the implant procedure, a computed tomography (CT) scan was performed that revealed the first valve had migrated proximally and was caught above the second valve. Subsequently, a thoracotomy was performed and the first valve was explanted. During this procedure, damage to the ascending aorta was observed, and an ascending aortic replacement surgery was performed with the surgical aortic valve replacement. At this point, it was reported that the right coronary artery was blocked. The patient was transferred to the intensive care unit (ICU) percutaneous cardiopulmonary support (pcps) and an intra-aortic balloon pump (iabp). Five days following the implant procedure of the transcatheter valves, the pcps and iabp were removed. One week following the implant procedure, the patient remained intubated and was not awake. A computed tomography (CT) scan was performed at that time; however, the results were unknown. Additional information was received that a medtronic (confida) guidewire was used for the procedure. During the first-fourth expansions, the rumble sound was normal. However, when dislodgement from the annulus region occurred, the valve was recaptured before the rumble sound was heard. The slider mechanism was not used during the procedure. The patient's bicuspid valve was reported to contribute to the dislodgement. The implant depth of the first valve was not intended. The physician attributed the damage of the ascending aorta to the first valve as one thought of the cause was the first valve being grasped with a snare and pulled to the arch. Per the physician, the damage was not caused by the second valve or either dcs. The enlargement of the patient's ascending aorta was a contributing factor to the damage as the first valve could not be fixed. The moderate pvl was observed with the second valve, which was also explanted. It was reported that consciousness has not yet returned, but movements of the patient's hands and feet and partial eyelid opening have been observed. Circulatory dynamics and respiration have remained stable. As a result of CT imaging, cerebral infarction and partial cerebral hemorrhage have been confirmed. No additional treatment has been performed. One day following the transcatheter aortic valve implantation (tavi) procedure, return to the ward and conversation were possible, but a dazed state was noted; therefore, the possibility of cerebral infarction caused by tavi cannot be ruled out. Observation for progress will continue.

Manufacturer narrative:
Updated: b5, h6, h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.